Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. The insulin pump was monitored for three days. Several boluses were programmed and delivered. All were properly delivered and recorded at the bolus and daily totals history screens. The insulin pump was down loaded and all bolus deliveries were found on the care link report. No bolus history anomaly was noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed unexpected restart multiple times and battery has to be changed within 4 days. It was also stated that when uploading the information, there is data missing. Customer does use the recommended battery type. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.